Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) patient (gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer was contacted for the return of the device. The customer has responded and indicated the device will not be returning since they believe this was not a device malfunction. It was indicated a replacement multifunction cable resolved the report. The device will not be returning to zoll at this time. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a 67 year old patient (gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.